Event description:
Philips received a complaint from the customer, reporting the thumbwheels were damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was requesting the part number for a replacement thumbwheel(s), due to having damaged thumbwheels. The customer reported that there was no malfunction with the v60 ventilator. The customer was provided with the part number for replacements. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.